Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that suspicious fluid was in the device pocket; and the pt's full device system was explanted. The device was used to deliver baclofen, dose unk. Additional info has been requested, but was not available as of the date of this report.